Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (3 mg/ml at 0.1768 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump and catheter were being replaced today and they were moving the pump from the patient¿s back to the front. Per the reporter, a couple of months back, the patient had an MRI, and the pump took 4 hours to come back on. They had also noted volume discrepancies and variances at the past couple of refills. The patient stated that she was using the ptm (personal therapy manager) all the time, but the last date in the logs was may 7th. The patient didn¿t think it had been the same since the MRI because of the volume discrepancies and she didn¿t feel like she was getting the therapy she needed, and they had been increasing the dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pump (s/n (B)(6)) identified no anomalies. In-house finding of catheter (s/n (B)(6)) identified a kink in the catheter body. Product analysis #(B)(4): analysis information -- 2022-07-19.14:41:06 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020. Explanted: (B)(6) 2022. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.